Event description:
We received a report that a tecnis zkb00u0220 was explanted after the patient experienced post-operative refraction of -1.00 diopter. In follow up it was learned that the cause was due to the ora system (optiwave refractive analysis) not being optimized for the lens model.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed that the lens sample was received cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.